Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. It was noted that the patient experienced a pause and fell. The rv lead remains in use. No further patient complications have been reported as a result of this event.